Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called mid-surgery to report that universal surgical manipulator (usm) arm 1, which had been replaced the day before, was showing an overheating message. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided her to check for proper ventilation and to make sure there were no outside heat sources. The nurse confirmed that ventilation was sufficient and there were no external heat sources. The message disappeared after changing the instrument on the arm, but it might still have been in the menu. Since the system was offline during the call, log review was not possible. The procedure was completed as planned with no report of patient injury.